Event description:
Shaved patient's mustache to evaluate dark area on upper mid lip cleft. Found a blackened area on surface and yellow color discharge inside mouth behind effected area. Per physician's assistant note, a few days later, mid upper lip pressure deep lesion: likely due to holster used while intubated. One week later, wound care assessed lip ( philtrum) injury today and although it is improving, it is unstageable with eschar in the middle portion of wound .